Manufacturer narrative:
This rv lead was successfully revised without complication. If new information was to become available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead became dislodged. Capture was noted as fine and there had been no adverse patient symptoms.